Manufacturer narrative:
The reported event that volar dr plate interm right short was alleged of issue s-41 (poor fixation) could be confirmed based on the evaluation of x-ray reports provided. Based on the evaluation of the x-rays provided, following observations were made: the preoperative x-ray (only one view has been submitted) shows an unstable comminuted distal radius fracture (type ¿colles¿) with dorsal impaction (angulation approx. 25°) in an advanced osteoporotic bone. The early postoperative (undated) x-rays show correct fragment reduction with anatomical restoration of the wrist joint and correct positioning of the hardware. A minor drawback is the positioning of the two radial screws, which should be preferable inserted more into the styloid of the radius. The second postoperative (undated) x-rays show an unchanged position of the hardware, but a collapse of the distal fragment with loss of reduction into a position which is similar to that prior surgery. The additional CT shows no protrusion of the screws into the wrist joint. In the given case, the advanced osteoporotic bone structure in the distal fragment was unable to offer reliable grip at the interface between bone and screws resulting in collapse of the fragment. The implant failure is primarily related to the poor bone structure, whereas the plate and the screws maintained their position. The use of such a plate is contraindicated in patients with advanced osteoporosis: contraindications: bone stock compromised by disease, infection or prior implantation that can not provide adequate support and / or fixation of the devices. Based on investigation, the root cause could be attributed to a user related issue. The implant failure is primarily related to the poor bone structure. The responsibility for proper selection of patients, adequate training, experience in the choice and placement of implants, rests with the surgeon. The correct selection of the product is extremely important. Failure to choose the correct implant lead to this failure. A review of the labeling did not indicate any abnormalities. A review of the device history record for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. The instructions for use clearly instructs about the contraindications which includes: inadequate bone quantity and quality. Patients with active infections. Patients with metal allergies and foreign body sensitivity. Severely non-compliant patients with mental or neurological conditions who are unwilling or incapable of following postoperative care instructions. Patients with limited blood supply or insufficient quality or quantity of bone. Patients with unstable physical and/or mental health conditions. Also, possible system adverse effects as already stated in IFU includes: in many instances, adverse results may be clinically related rather than implant related. Loosening of the implant as a result of insufficient tightening. Bony necrosis, osteoporosis, inhibited revascularisation, bone resorption, and poor bone formation can cause premature loss of fixation leading to non-union. Operating warnings and precautions clearly states that the responsibility for proper selection of patients, adequate training, experience in the choice and placement of implants and the decision to leave or remove implants postoperatively, rests with the surgeon. The correct selection of the product is extremely important. The product should be used in the correct anatomic location, consistent with accepted standards for internal fixation. Failure to use the appropriate product for the application may result in a premature clinical failure. Failure to use the proper component to maintain adequate blood supply and provide rigid fixation may result in loosening, bending, or fracturing of the product and/or bone.

Event description:
Implanted the variax dr on (B)(6) 2016. It was founded failure to cure on a follow the variax dr on unk date (B)(6) 2016. Replaces other company plate by surgical treatment on (B)(6) 2016.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device was discarded.

Event description:
Implanted the variax dr on (B)(6) 2016. It was founded failure to cure on a follow the variax dr on unk date (B)(6) 2016. Replaces other company plate by surgical treatment on (B)(6) 2016.